Event description:
The hospital reported a malfunction resulting in over delivery of pressure during a case. The circuit connection was removed to relieve pressure. There was no patient injury.

Manufacturer narrative:
Customer contact reports no patient information is available. Unique identifier: (B)(4). Legal manufacturer: hcs madison (B)(4).